Event description:
It was reported the patient experienced a loss of therapeutic effect and a few weeks prior to report the stimulation did not feel as strong and there was a return of symptoms. It was stated the patient had a very weak bladder and a few weeks after initial implant, the patient started getting the urge to urinate and began urination, but a few weeks prior to report that started going away. The patient increased stimulation at that time. It was noted there was stimulation in the wrong location, the patient increased stimulation on the right side and she felt it in her spine. It was also noted the left side was still in the correct location. Reportedly, the patient is a nurse and was working in an x-ray/radiation area around the time this occurred. At the time of report, the patient was on program 3 at 6.0 volts and a few weeks prior to report she was at 2.0 volts. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0ammq, implanted: (B)(6) 2013, product type: lead. (B)(4).